Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was leaked. The customer¿s blood glucose level was unknown. The customer stated that location of the leak was past 2nd o ring. The troubleshooting was performed for the leak. The customer also reported that the reservoir had air bubble. The device will not be returned for the analysis.